Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reverted to an alternate method of insulin therapy. Multiple attempts were made to contact customer to troubleshoot alarms with no response customer's blood glucose was no greater than 203 mg/dl.